Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: undetermined.

Event description:
It was reported that leakage occurred with a unspecified bd syringe. The following information was provided by the initial reporter, "insulin squirted out between the syringe and the needle when she was filling the cartridge. Customer reported that the needle was screwed tightly on to the syringe. Customer also reported several instances where there was no hole in the needle. Customer could not provide the exact dates and number of instances only that this has happened over the last 6 month."